Event description:
Broken during operation. Blades of the cutters are partially sheared off and badly damaged. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The visual inspection of the device revealed the blades of the cutters were partially sheared off and badly damaged. The manufacturing and material records do not show any abnormalities and allocate that these devices fully met our specifications when they left our facilities. The blades may have gotten damaged during forcible or inadequate use and mechanical overloading. The investigation determined this complaint to be invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4): device history record review: review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.(B)(4)